Event description:
Customer had pain and thought it is due to broken needle. She had echography which showed a cyst. Pt believes that this is due to broken needle. No add'l info is available.

Manufacturer narrative:
(B)(4). Only one month and yr were provided. Since, event occurred in (B)(6), 2012 and the hospital was notified only recently, product return is not anticipated. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.